Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "extension set leaking at the site where it attaches to the IV catheter." Per email: "what was the set mated to? Bd insyte autoguarad 24 ga what is the model / lot number for IV set? Smartsite extension 20039e what was the intended programming (rate, volume, duration, concentration and size of the bag) 125 ml/hr was there any effect on the patient from the event (any patient harm or medical intervention?): no. " 1 of 9 complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9128619. Medical device expiration date: 2022-04-30. Device manufacture date: 2022-04-30. Medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "extension set leaking at the site where it attaches to the IV catheter." Per email: what was the set mated to? Bd insyte autoguarad 24 ga. What is the model / lot number for IV set? Smartsite extension 20039e. What was the intended programming (rate, volume, duration, concentration and size of the bag)? 125 ml/hr. Was there any effect on the patient from the event (any patient harm or medical intervention?)? No. 1 of 9 complaints.